Event description:
During a follow-up, the device was unable to be interrogated. The device was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of the device being unable to be interrogated was confirmed. The device was received with battery being depleted prematurely to end of life level and the device could not be interrogated. Analysis performed with new battery installed indicated that device exhibited normal characteristics. Analysis of the battery did not find any anomaly. The cause of premature battery depletion could not be determined.